Event description:
Staff members were attempting to monitor a pt (age and gender unk). The unit's monitor screen displayed a "leads off" message. The staff obtained a different ECG cable, but the message remained on the screen. The staff obtained another unit (MFR unk) and continued to treat the pt. There was no adverse effect on the pt.